Manufacturer narrative:
The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the value properly on display graph. The insulin pump was also programmed with test glucose meter and communicated properly and recorded the value properly from glucose meter. The low suspend feature working properly. The insulin pump has cracked case at display window corners, battery tube threads, belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was scratched up and was difficult to see. The customer's blood glucose was 163 mg/dl. The customer was unaware of how the scratches occurred. The customer also experienced issues with the sensor activating the threshold suspend feature when his blood glucose was 163 mg/dl and not low. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.